Event description:
The report stated that after activation, oozing bleeding occurred while sealing the omentum majus. The generator was set at 2 bars and gave an end tone indicating a completed seal. No tissue damaged. Another device was opened and used to complete the procedure.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.